Event description:
The surgeon inserted a +23.0 diopter, cc4204bf one piece collamer lens. The lens tore. The lens was removed, and a suture was required to close the wound. The reporter stated that the injector was the cause of the lens tear. Additional info has been requested from the user facility, but none has been forthcoming.